Event description:
It was reported that the ventilator system failed the o2 supply pressure test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The o2 gas module was replaced and returned for investigation. The o2 gas module regulates the inspiratory oxygen gas flow to the patient. During test in a reference ventilator it was failing the pre-use check in the subtest ¿gas supply test¿. The test log from the pre-use check shows that the oxygen gas module would deliver less oxygen gas to the patient leading to a lower oxygen concentration than expected. The tests revealed that the ventilator was not able to measure a correct value of the supply gas pressure. The failures were caused by a defective high pressure transducer on a printed circuit board inside the gas module. The high pressure transducer is part of the flow measuring in the gas module. The failure of the high pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event.

Event description:
(B)(4).